Event description:
It was reported by international mallinckrodt facility (UK) that the inner cannula would not remain locked/attached to the outer cannula on one (1), size 4 ppc, low pressure cuffed tracheostomy tube. The device had been used approximately fifteen (15) days when the reported problem was detected. There was one (1) pt involved with no reported pt injury. The size 4lpc device was returned to the MFR for decontamination, analysis and investigation on 4/13/1998. Device evaluation results are recorded in section h. Of this report.